Event description:
Upon insertion of the intra aortic balloon, pumping was initiated without problem for about 10 minutes, then got "rapid air loss alarm." No blood back up seen in tubing. Turned off augmentation and attempted to autofill without success. Intra aortic balloon removed and new one inserted.